Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. Post procedure, the patient experienced a 0.5 cm mesh exposure on the vaginal anterior wall in the middle and was treated with estrogen application and subsequent mesh removal. The patient's current condition includes being consciously worried about recurrence and feeling vaginal and anal discomfort and low back pain. Additional information was not provided.

Manufacturer narrative:
It was reported that the patient underwent total vaginal hysterectomy on (B)(6) 2012 and mesh was implanted. The patient was treated with ovestin ointment in the vagina. It was reported that the patient¿s follow-up visit has been completed and currently there is no further follow up.